Event description:
It was reported that the 2500 system will not complete boot up sequence. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The boot disk was damaged. The service call was concelled by the customer. A follow up report will be filed when add'l details become available.